Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had damage to the pulley cover. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was damaged at the pulley cover, the resin pulley cover part. There was no damage to the input disks. The instrument was removed with the cannula and the procedure was continued using a new cannula and instrument. There was no damage to the pulley defect and the component did not appear to be cracked, broken, loose, or dislodged. The reporter was not able to answer if there was an indication of thermal damage on the pulley. There was no issue with the cable appearing broken, loose, or derailed at the instrument wrist and there was no material missing or detached from the portion of the device that enters the patient¿s body. No photos or video recording are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the medical engineer: he was not present in the procedure. He did not know if thermal damage was observed, or if arcing was observed during the procedure. There was no injury to the patient. There are no photographic images or a video recording of the procedure available for isi review

Event description:
Refer to h11 for follow-up information.